Event description:
A piece of the brush head broke off in my mouth [device breakage] no adverse event [no adverse event]. Case description: a female dentist reported while using an oral-b rechargeable toothbrush, version unk a piece of the oral-b brushhead, version unk broke off in her mouth. The consumer reported the brush head was 3-5 months old. No symptoms developed.

Manufacturer narrative:
Return of the product has been requested. Product and lot number not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation at this time. Full eval will occur upon receipt of the returned product.